Event description:
The head of the operating room at the user facility reported that the ¿image cannot be displayed¿ was found during inspection before use. The scheduled prostate biopsy procedure was completed using the same equipment. There was no impact to the patient or procedure.

Manufacturer narrative:
This supplemental report was submitted to provide additional details of the event and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standard specifications at the time of shipment. There was no history of repair in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. Based on the repair inspection, it is likely that the cause of the phenomenon was the failure of the video connector receiver lock and the failure of contact due to contact corrosion, which prevented the image from being projected, but the cause of the fault could not be identified.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The subject device was returned to olympus for evaluation. The evaluation confirmed the reported no image malfunction. The image is very dark (subject not visible). The problem was isolated to poor contact/connectivity due to terminal corrosion on the contacts of the video connector socket. Additionally, the inspection found the battery has been consumed. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer visera elite video system center image cannot be displayed. The customer reported image malfunction was found during an unspecified event. No death, injury or harm has been reported to olympus.